Event description:
Patient reported, the up button on the infusion device is not functional, and the patient was given a loaner infusion device by a diabetes nurse. This issue began at least a month ago. The infusion devise was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
Tis incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.